Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation papers received. Doi: (B)(6) 2008 unk side; dor: none reported; patient residence: (B)(6). (B)(4) is a reopen of (B)(4) due to receipt of the following information: update may 1, 2018: asr litigation records received. Litigation alleges pain, stiffness, emotional distress, discomfort, and weakness, limited mobility and physical activities. Patient suffers from anxiety about the recalled hip implant, the toxicity of the metal in the body, and the consequent need for medical monitoring. Updated unknown hip implant to unknown head. Added unknown cup, stem and sleeve since this is an asr component. Corrected the date of implant and added the date of revision. Added associated contact, revision hospital and facility name. The correct side for this complaint is the right hip. Doi: (B)(6) 2008 : dor: (B)(6) 2018 (right hip).

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised due to failed right total hip. Operative notes reported that there was a small amount of metallosis with the nodular tissue around the base of the femur and acetabulum.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) was used to capture emotional distress and surgical intervention. Product complaint # (B)(4). Investigation summary: the complaint investigation concluded that the event was related to the asr platform which was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. This [name of the device] is not part of the asr family however it did form part of the joint construct. There was no allegation of deficiency with this device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.